Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the inulin pump had a blank display. Customer's blood glucose value was unknown. The screen display of the reported pump disappeared, and it did not operate even though the battery was replaced with a new one. Insulin pump will not be returned for analysis.